Event description:
It was reported that this pacemaker exhibited farfield oversensing that resulted in false atrial tachy response (atr). Technical services (ts) suggested reprogramming. The pacemaker remains in use. No adverse patient effects were reported. Additional information received indicates the device was reprogrammed. The issue was resolved. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited farfield oversensing that resulted in false atrial tachy response (atr). Technical services (ts) suggested reprogramming. The pacemaker remains in use. No adverse patient effects were reported.